Event description:
Revision surgery of hip implants due to infection.

Manufacturer narrative:
Document review: amistem h femoral stem size 5 - ref. 01.18.145 / lot 104008 (23 stems produced - 16 already implanted): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. K103352 - versafitcup cc trio shell - ref. 01.26.45.0056 / lot 103503 (42 shells produced - 38 already implanted): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The ceramic components used in the primary surgery are manufactured by ceramtec (B)(4) and distributed by (B)(6), not in the USA. We implanted 26 heads (43 bought) and 12 liners (17 bought) of the lots involved in the infection, without any other similar issue. On the basis of the data collected, a device involvement in the infection occurred is highly unlikely.